Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The patient had an advance evaluation on (B)(6). Patient turned device off on (B)(6) after speaking with slink due to feeling pain. She followed up with md (medical doctor) and had an infection around site area. Md prescribed medication and does not believe pain was due to stimulation.